Event description:
Reportable based on device analysis completed on 25may2022. It was reported that there was a failure to inflate. A 5.0mm x 200mm, 150cm ranger drug coated balloon was selected for the treatment of peripheral arterial disease in the superficial femoral artery. When positive pressure was applied during the first inflation, the balloon did not expand. The device was completely removed using the normal method. The procedure was completed with another of the same device. There were no patient complications reported. Device analysis revealed a hole in the inflation lumen.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the inflation lumen 25.3cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a hole in the inflation lumen.